Event description:
Spontaneous call from patient informing pharmacy that her IV veletri pump is having issues. Stated that an alarm does go off but no actual [valid) reason displays on the screen except run. Added that it happened twice earlier today at 1200 and 1800, but she was able to mitigate the situation by straightening out her tubing, when it happened a third time at 2300, which is when she normally changes her cassettes, she was not able to resolve it. Sn (B)(6). Patient later mentioned she was sent a different set of tubing than what she is used to and perhaps her unfamiliarity with it was causing the problem. Patient performed a more close up inspection of the tubing and noticed that the luer lock end of the tubing was broken. Unknown if issue was caused by pump/tubing or both. Lot number and expiration date for tubing unknown, no missed dose or adverse event reported, product on hand for possible return to manufacturer. No further info. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver. Reference report: mw5117282.